Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite to further troubleshoot the reported issue. The fse replaced the integrated electrosugical unit (iesu) generator to resolve the issue. The system was then tested and performed as expected. Isi received the iesu generator involved with this complaint and completed the device evaluation. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system was run in normal mode and triggered the c-34 error. A log review was performed and confirmed that system serial # ((B)(4)), was used on event date ((B)(6) 2022) for a radical prostatectomy without lymphadenectomy. A review of the site's system logs for the reported procedure date was conducted by the technical support engineer and revealed the following possible related system errors: c-34 error and c-00 error. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was abandoned for monopolar energy after the start of the procedure and the surgeon was able to continue with the procedure robotically with a unknown kind of esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that site was experiencing errors when trying to fire monopolar. The caller stated that they were getting a c-34 error. The tse confirmed errors in the logs and had the caller reboot the integrated electrosurgical unit (iesu), but the issue persisted. The tse had the caller remove the iesu power cord for 30 secs and then reconnect, but the issue persisted as the iesu was rebooting with c-00 errors. Tse asked if caller could connect a force triad generator, but caller stated that they didn't know if they had the cable and were unfamiliar with the process. Tse recommended bringing in another vision side cart (vsc), but caller stated that it was in use. Tse asked if surgeon could complete the procedure using bi-polar energy, but caller stated no. Tse informed caller that the surgeon would have to make a clinical decision as to how to proceed. Caller stated that they were going to try to use their synchroseal and then ended the call. The procedure was completed with no reported injury. On 08/23/2022, the following additional information was obtained: the esu initially powered on without errors. In an earlier procedure, the issue did not occur. The error occurred halfway through the procedure every time monopolar energy was used. The customer called technical support for troubleshooting, but the issue would not resolve. The surgeon proceeded with a synchroseal instrument instead and the procedure was completed.